Event description:
One complaint has been received. Abc unitray ssp kits have a false negative in lane 13. The customer reported that, in comparison with a competitor's ssp product, the abc ssp unitray was negative in lane 13 for a typing of a 32:04. Lane 13 was listed on the kit worksheet/interpretation documentation (which is included with each kit) as the following: a 32:04^, however the documentation also indicated that "alleles written with the "^" symbol following them have unk sequences at the sense and / or antisense primer annealing site. Their reaction patterns are predicted based on sequence homology with each major group.